Manufacturer narrative:
Baxter technical support referred the customer to the cce to help them with getting a secondary console installed. To resolve the issue. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the code call was not alerting. There was no patient/user injury reported.